Event description:
It was reported the patient is not receiving stimulation. Lead diagnostics identified invalid impedances. X-rays were taken and revealed no anomalies. Reprogramming was unsuccessful. The patient will meet with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.